Event description:
The clinician reported that almost 8 months after the dental implant was placed in ada site 7 in the patient's mouth, the implant lost osseointegration in type ii bone. The clinician reported the patient's infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.